Event description:
Complaints text 01/26/2019 14:05:13 erp_rfc_user related svn (B)(4). Complaints text 01/26/2019 14:00:22 erp_rfc_user related svn (B)(4). Complaints text 01/26/2019 14:00:01 ayagj2 initial notes: customer is calling because she inserted a new sensor and the transmitter didn't blink after connecting to the sensor. Inquired what led up to the complaint. Customer response: as per customer she just inserted a new sensor. Transmitter does not blink when connected to sensor (guardian sensor 3) t/s per dop114-980. Customer reports xmtr did not blink when it was connected to sensor. Explained possible causes for xmtr not blinking when connected to the sensor. Customer fully charged the xmtr before connecting to the sensor. Adv to place xmtr on charger and charge xmtr for 1 minute, this will reset xmtr. Adv to d/c xmtr from charger and watch for green led blink on xmtr. Customer states the xmtr led blinked on and off when it was disconnected from the charger. Adv to ensure pump is on home screen. Advised to wait 10 seconds and reconnect xmtr to sensor. Customer states the xmtr led did not blink when it was connected to the sensor. Customer does not have a tester available. Adv customer to check the xmtr connection bridge and pins for damage. Customer states there is no damage to the connection bridge or pins. Explained prolonged pressure on site may impact sensor performance. Adv to select insertion site that is free from scarred or hardened tissue, or where the body naturally bends a great deal. Adv upon inserting to check that sensor is fully inserted into skin. Adv restrictive clothing, belts or hosiery that rub or constrict may cause irritation. Adv if needle is removed when sensor is not flush with skin you can lose rigidity and support for sensor which can lead to bent sensors. Adv sensor should be at least 2 inches from navel or pump infusion site and at least 3 inches away from any manual injection site. Adv to return the sensor. Customer's outcome pertaining to the complaint: replacement sensor was successfully processed. Additional notes: advised her that the sensor was not wet. Advised her to remove it and keep it and we will be sending her a replacement sensor. Advised her to insert a new sensor . She connected the transmitter to the sensor and this time it blinked and now on warm up. Customer also said that whenever she is changing the battery in her pump she have to remove the battery and re-insert the same new battery just for the pump to recognize it. She said that she is not getting any type of alarms but she said that this happened twice or more already. Advised her that it could be that there is a missing piece inside her battery compartment. She removed the battery and inspect the compartment and the battery cap and she said that its not damage advised her to clean the battery cap and advised her to always do it every time she changes battery. She inserted a new battery and it was accepted and detected by the pump right away. Processed a replacement sensor . Confirmed the delivery address was the same address on the account. Advised her the delivery timeframe. Ship: 1 mmt-7020b / return: 1 mmt-7020a reason for return: sensor not wet.

Manufacturer narrative:
"Correction/removal number: 2032227-060322-002-c. (B)(4). S/w version 4.11e. Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. However, unit received with damage battery cap contact. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."